Event description:
The customer reported that their pump screen was dark and would not turn on. Despite the issue, there was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Several troubleshooting steps were attempted, including using different charging cables and adapters, but the pump screen remained unresponsive. Consequently, technical support decided to replace the pump, informing the customer that a new pump with updated software would be sent, and training would be available. The customer was instructed to return the malfunctioning pump within 10 days, and the customer acknowledged the instructions provided.